Event description:
It was reported, the patient had a shocking or jolting sensation. It was noted, the patient and their healthcare provider thought the lead was loose. It was reported, the shocking goes down their right leg. It was noted that security gates would beep and go off every time the patient walked in or out of a store. It was reported, the patient had severe back pain that was getting worse. It was noted that all of the issues started two or three weeks prior to report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).